Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was observed to be ruptured. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. The explant procedure was scheduled prior to knowledge of the rupture. Concomitant medical products: 400cc mentor memorygel breast implant (catalog number 3504001bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 400cc mentor memorygel breast implants. During a removal procedure on (B)(6) 2019, the surgeon noticed that the right-sided device was ruptured. The implants were removed and the patient did not receive any replacement devices.

Manufacturer narrative:
Mentor received an update regarding the events submitted in the previous reports. The patient replaced with 580cc allergan breast implants. Manufacturer's reference number: (B)(4).